Manufacturer narrative:
Please note that this submission package was originally submitted on (B)(4) 2016 using the test site because I was unaware of the production site. It will be repackaged and sent through the production site on (B)(4) 2016.

Event description:
An incident which involved the rollator that drive medical imports and distributes was reported to drive medical by a friend of the patient's family. While patient was using the unit, the wheel locked up causing him to fall. He received injuries to his head and allegedly fractured his vertebrae. This report is based on information provided solely by the reporter.